Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that a recent CT showed the patient developed an internal iliac artery aneurysm. The artery was coiled and another limb extension was added to left common limb component and extended into left external iliac artery. It was confirmed that there was no distal type I endoleak and the iliac aneurysm was successfully addressed. No additional clinical sequelae were reported and the patient is fine.